Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the battery drawer of the external pulse generator was hard to open. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the battery drawer was damaged. Analysis also found the battery release and lower case contaminated, one bail cover was broken and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the battery drawer of the external pulse generator was hard to open. The generator was returned for service. No patient complications have been reported as a result of this event.